Manufacturer narrative:
Additional information was received on june 9, 2021. Additionally, the patient experienced bilateral delayed wound healing, and right sided hematoma. Several surgeries were performed to correct the symmetry, and ultimately bilateral prosthesis replacement with 495cc mentor memoryshape breast implants was performed on (B)(6) 2019. This report relates to the right prosthesis. See 1645337-2021-07450 for contralateral prosthesis report. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: delayed wound healing, rupture, hematoma, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 430cc mentor memorygel breast implant experienced right sided baker¿s grade iii capsular contracture with possible rupture post procedure. The capsular contracture was diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report contains supplemental information for mentor psr reference number (B)(4).